Event description:
Additional information was received stating that the patient underwent surgery and the lead pin was reinserted. The high impedance resolved. No other relevant information has been received by the manufacturer to date.

Event description:
It was reported that the patient was seen in clinic with high impedance and output current was not being delivered. The patient had a recent battery replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.